Event description:
The complainant reported that an impella 5.5 pump was implanted in a patient undergoing a high-risk percutaneous coronary intervention for circulatory support. Shortly after implantation, a ¿placement signal¿ alarm occurred. The pump remained operational until weaning and explantation. No patient harm was reported.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. The pump was not returned. Data log review showed placement signal not reliable alarms and placement signal gradually ramps up to 3000mmhg over the course of 12 hours. The root cause of the optical signal issue was not determined since product was not returned and data logs did not match any known failure patterns. A review of the device history record (DHR) for the suspect product, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.